Event description:
It was stated that person with diabetes mother reported that nurse administered manual injection which has reduced blood glucose. Mother reports concern over the pump's delivery and feels the pump is not delivering insulin as they have changed out the site four times since yesterday. Mother does not feel the site is an issue as line blocked alarms have resolved. The patient is currently at 401mg/dl as per cgm readings. Troubleshooting was performed. Upon removal of infusion site, no bent cannula was seen. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.